Event description:
It was reported that urine leakage was found from the urethral opening. Following removal of the catheter, it was confirmed that the balloon was inflated asymmetrically. A pretest was not done. The duration of usage was unknown.

Manufacturer narrative:
The device was not returned for evaluation. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: ¿insert catheter into the urethral meatus, and advance it until the balloon enters the bladder and urine flows out through the catheter. Using a syringe packaged in the tray, infuse the specified volume of sterile water into the inflation lumen to inflate the balloon".

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that urine leakage was found from the urethral opening. Following removal of the catheter, it was confirmed that the balloon was inflated asymmetrically. A pretest was not done. The duration of usage was unknown.